Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified. Additionally, duplication testing was performed and no failure was identified related to the reported low bg issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. The customer's blood glucose level was 145 mg/dl. Customer reverted to manual injections for insulin therapy. In addition, it was reported that the customer experienced a low blood glucose level, value was not provided. Customer declined to further troubleshoot with tandem technical support.